Event description:
It was reported that the patient presented in the emergency room. During interrogation, it was discovered that the right ventricular (rv) lead was exhibiting noise. During the procedure, it was noted that the rv lead had a fracture. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.